Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the physician was unable to engage the setscrew on the atrial port. The device was not implanted and a new device was used.